Event description:
The injury to a pt occurred in 2008. A male who was being treated for muscle strain. The client was using premod for the waveform, cycle time of 4/12, frequency of 80/150hz and amplitude of 32ma cc. The client was experiencing problem with channel one. It was not always functional. He was able to get the channel to function by moving the wires around and proceeded with treatment. The pt received a pencil head size burn in the area where the electrode and leadwire connect. It appeared to the client that the electrode burned at the point of contact with the leadwire, and the burning of the electrode may have caused the blister. The client treated the pt with antibiotic ointment and indicated that the burn was not severe, and did not impede his progress. Device was used on three patients.

Manufacturer narrative:
The device has been received, and is currently under eval. The device eval and any additional findings will be provided, upon conclusion of the device eval.